Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the lcd color display cable was returned and tested. However, the customer's report was not replicated or confirmed. The lcd display cable was scrapped. The customer indicated that the device is now working properly after replacement of the lcd color display cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed lines and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.